Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer's son alleges the consumer got up from a chair and bumped into the controller allegedly causing the chair to run over both of her feet.